Event description:
It was reported that this right atrial lead exhibited noise and oversensing. Due to this three pacemaker mediated tachycardia (pmt) episodes were recorded. The device's algorithm successfully terminated the episode of pmt. Additionally, high out of range pacing impedance measurements were observed. Reprogramming of the device was performed. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).